Manufacturer narrative:
On july 21, 2005 merit received two printers for investigation. The third printer was not returned. Both of the printers were in poor condition, tape residue encompassed the front and top of the devices. No loose components were noted. The printers were turned on and paper was fed into the unit. The printers were connected to a monitor and an intellissystem syringe. The units powered up correctly and the headers printers without any complications. The syringe was pressurized and the pressure was manipulated through a cycle of various pressures. This test was repeated three times for each printer. Each time the printers printed out the time, pressure, and number of inflations correctly. The customer's complaint could not be verified through inspection or testing at this time.

Event description:
According to the hosp, two of the intellisystem ii printers do not work anymore and smoke started to arise out of the third printer. No pt or clinician involvement.